Manufacturer narrative:
The catheter involved was evaluated visually and the balloon burst was confirmed. Three catheters with the same specifications were pulled from quarantine and tested for rbp. The labeled rbp is 3.5 atm for these devices. During testing all three did not burst until 5.5 atm and it was a clean longitudinal burst. In the incident report it stated that hand inflations were used. It was unknown as to what pressure the catheter burst. Over pressurization is typically what causes this type of burst.

Event description:
As reported by the hospital - "during a hand inflation the balloon burst across the balloon (as opposed to along the length of the balloon) and the end of the balloon floated off. Luckily it got stuck on the wire and the radiologist and cardiologist were able to retrieve the portion. This was on the second hand inflation."